Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -9/2/117 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was intraoperatively removed due to excessive vaulting. On (B)(6) 2017, a shorter lens was implanted and the problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in a micro centrifuge vial with residue/debris on lens. Visual inspection found no visible damage and debris and residue on lens. Claim# (B)(4).